Manufacturer narrative:
The insulin pump passed the self-test, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. The pump was monitored for several hours and no blank display or hot pump noted. However, the pump was received with a high sleep current measurement due to corroded battery tube. The pump was received with scratched case, pillowing keypad overlay, cracked select button keypad overlay, cracked retainer and minor scratched lcd window. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported of low battery alert from the insulin pump. The customer's blood glucose reading was unknown. The customer stated that the battery lasted 2 days. The customer mentioned that the pump felt quite hot. The customer stated that the battery icon was red. The insulin pump will be returned for analysis.